Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture. Fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution. Additional comment: we submitted the initial report on nov 11th 2019. This is resubmission.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with the metal implants (bone plate and bone screws for use in internal fixation) and implanted this product (bone void filler) into the space created in the tibia. X-ray images taken three months after the hto revealed plate breakage. There was a slight loss of correction, but the patient manifested no clinical symptoms attributable to this event (plate breakage). The surgeon therefore decided to observe the clinical progress of the patient. The surgeon allowed the patient to put some body weight on the patient's affected limb appropriately. Meanwhile, low intensity pulsed ultrasound (lipus) for promoting fracture healing was inapplicable to the patient because more than three months had passed since the hto when the plate breakage was first detected--lipus is generally applicable to fresh fractures less than 3-month old. In follow-up x-ray images taken six months after the hto, the osteotomized tibia seemed to have not yet achieved bone union. However, displacement of the tibial fragments with respect to each other was unchanged compared with that just after the hto. The patient also had no clinical symptoms. Given these circumstances, the surgeon decided to continue observing the clinical progress of the patient. Comments from the surgeon: causes of this event: the plate breakage presumably occurred when the patient fell down about two months after the hto (about one month before x-ray images first detected the plate breakage). Considering the patient's past surgical history of ankle arthrodesis due to an ankle injury, the following are the most conceivable causes of the plate breakage: since the fused ankle joint prevented the patient from taking a defensive posture, the patient twisted the patient's knee joint severely when falling down whereby excessive stress was applied onto the plate. Current state of the patient: x-ray images suggest a possibility of nonunion. Patients with nonunions typically feel pain at the affected sites. However, the patient has never complained of pain in the affected limb. In addition, no significant changes have been observed in displacement of the tibial fragments with respect to each other compared with that just after the hto. Treatment plan in the future: when the osteotomized tibia failed to heal, revision surgery would be required. For successful revision surgery, it might be necessary to replace the broken bone plate with a different bone plate. Specifically, a conventional bone plate thinner than this product might be suitable for the patient, because the patient was subjected to negative pressure wound therapy after the hto due to trouble with wound healing.